Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18227. It was reported the patient had not used her scs system in over a year and was unable to communicate with or charge her ipg. There is a possibility the patient was experiencing ineffective stimulation before she stopped using her system. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.